Event description:
The customer stated that he tested his blood glucose and received a reading of 40 mg/dl using his breeze2 meter. He retested using another meter and received a reading of 140 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse event were alleged. The customer did not have any test strips, so no product will be returned for evaluation.